Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a rash on their back that started under the back te pads and has spread across their back. There was no alleged device malfunction contributing to the irritation. The patient¿s aid is with them and they are going to clean it up and patient is going to leave the lv off for a few days to let it heal. The outcome of the irritation is unknown as follow up attempts were unsuccessful.